Event description:
It was reported that an ilet user experienced hyperglycemia, with blood glucose rising from 255 mg/dl to 282 mg/dl, without delivery alerts and with an infusion site that felt warmer than surrounding skin; the user inspected the site and noted no bent needle, leakage, or bleeding, then performed a 23" cartridge and site change with confirmed drops and insulin delivery resumption. Symptoms included elevated blood glucose. Outcomes included troubleshooting and user education with restoration of insulin delivery. Investigation included guided user assessment of the infusion site, verification of insulin drop test, and confirmation of resumed delivery. Investigation of this case revealed no confirmed device malfunction, and findings were consistent with a possible infusion site issue. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.